Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 7 years to 3.5 years over the course of one year, and from 3.5 years to 4 months over the course of one more year. The device data was not sent for analysis. The device remains in service and has been scheduled for replacement. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 7 years to 3.5 years over the course of one year, and from 3.5 years to 4 months over the course of one more year. The device data was not sent for analysis. The device remains in service and has been scheduled for replacement. No adverse patient effects. The device was explanted and replaced as scheduled. No additional adverse patient effects. The device is expected to be returned, however, it remains in quarantine in the hospital at this time and has not yet made available for return. The device was returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 7 years to 3.5 years over the course of one year, and from 3.5 years to 4 months over the course of one more year. The device data was not sent for analysis. The device remains in service and has been scheduled for replacement. No adverse patient effects. The device was explanted and replaced as scheduled. No additional adverse patient effects. The device remains in quarantine in the hospital and is expected to be made available for return until the end of august.